Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feeling very full, hard to breathe, "rib cage hurts" and skin ¿was feeling tight¿ during dwell one of hour. The patient was connected to the homechoice device at the time of the events. Renal therapy services (rts) assisted the patient to perform a manual drain with a drain volume of 2430mls. The fill volume was 2400ml. The patient reported draining relieved the symptoms. Rts assisted the patient to end therapy. The patient reported that cause of the event was due to fluid retention. The patient stated they would follow up at the clinic (following day) to discus fill volumes with pd rn. The device was operational and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.